Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-sep-2018 with the following findings: the black box and alarm history show multiple ¿cs078¿ alarms. ¿ez-prime¿ steps were performed correctly, no ¿cs078¿ alarm or any eaw occurred during the investigation. Unable to duplicate ¿cs078¿ complaint, pump¿s cover was removed, moisture corrosion was found to the motor flex/connector. The audio bolus button cover was torn exposing the slug, but audio bolus button responds properly.